Event description:
Microaire rec'd a report claiming that a pt suffered common digital nerve damage during an endoscopic ligament release procedure in an academic environment. The report indicated that a resident was being instructed on the procedure by a trained health professional when the event occurred. No device malfunction was reported and no add'l info was given.